Manufacturer narrative:
(B)(4).

Event description:
During implant, the lead's position was changed several times as poor measurements were noted on the r-wave. The physician believed the poor measurements were due to scarring. The lead screw mechanism was deployed several times and on the fourth attempt, the screw broke. A new lead was used and worked as expected. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Helix was retracted and clogged with blood-like substance (bls) and the inner coil at connector region was overtorqued consistent with implant/explant damage as returned. Due to the overtorqued inner coil, the helix could not be extended. After dissecting the lead and applying torque directly to the inner coil at short range, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The results of the investigation concluded the helix was clogged with bls and the inner coil was overtorqued consistent with implant/explant damage. The cause of the helix issue is consistent with damage during use.